Event description:
It was reported that unspecified bd¿ tubing separated. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that the tubing separated at the top of the pumping segment.

Manufacturer narrative:
H6: investigation summary: one sample was received for quality investigation. The customer complaint of separation was verified by visual inspection. Inspection of the sample shows that the silicone tubing is beginning to separate from the upper pumping segment fitting. A tear in the silicone tubing is clear under magnification. A device history record review could not be performed because a model or lot number was not provided by the customer. The probable root cause for the issue indicated in the sample is the improper loading of the sample or mishandling of the sample causing the silicone tubing tearing away from the upper pumping segment fitting. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd" tubing separated. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that the tubing separated at the top of the pumping segment.